Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was it used on thick tissue? Yes. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? When the surgeon opened the stapler he noticed that the staple line was not completely formed, and that the staples were trapped in the reload on the stomach side. What color cartridge was being used? Gold ecr60d. What other color cartridges were used before and after this event? Blue and gold. Was buttressing material utilized? If so, which product? Yes, goretex sleeve to reinforce the staple line. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Please describe the shape of the staples on the stomach side. No staple. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Results: premature sled movement, broken closing trigger the analysis found that one device was returned with the closure trigger broken with a cartridge loaded on the device. The cartridge reload was received partially fired (B)(4). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into a test device. The test device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No functional test was performed to the returned device due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric resection procedure, the device would not staple. When stapling and cutting the stomach, the reload, put in the stapler did not work on one side. There was no stapling on one part, stomach side as staples were trapped in the reload. It was difficult for the surgeon to perform a manual closure by suturing, in a bleeding context. There was bleeding because the stomach is highly irrigated. The surgical and anesthetic time was extended by an hour and a half. They used in emergency a recovery blood system to limit blood loss. They put two drains in the patient. Increase of hospitalization time: 4 more days with increase of phlebitis risk due to prolonged bed rest.

Event description:
There was bleeding after using the first cartridge, to the pylorus, even the surgeon waited 45 seconds to 1 minute, the device jaws closed before triggering the activation. He had to put a clip at the beginning of the staples line. At this point, the surgeon used a green cartridge. In the first two centimeters of green cartridge, good stapling on the following two centimeters, the staples closing was not satisfactory, revealing a hematoma. The surgeon had to use a suture to secure the staples line. And the last two centimeters from the distal end of the cartridge, the staples line quality was good. The stapler partially used for the sleeve has been verified and it seemed to work correctly. The cartridge did not work correctly.